Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils not visualized') and pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included dysmenorrhea, heavy periods, bleeding genital, painful intercourse, menometrorrhagia, endometriosis, chronic cervicitis, nabothian cyst, adenomyosis, vaginal discharge and dysuria. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted as per ppf) she received treatment for pain pelvic/abdominal discrepancy noted in essure implant date (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet and medical records were received.events per pfs: vaginal pain. Medical history, concurrent condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted as per ppf) she received treatment for pain pelvic/abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pelvic and abdominal pain. Suspect drug start date and stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.